Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the navigation system was unable to establish communication with imaging system. Representative swapped communication cables, re-configured ior setting and rebooted both system but the issue was not resolved. A c-arm 2d fluoro was used to complete the procedure. The procedure was completed without the use of imaging and navigation. There was a delay of less than 1 hour. No impact on patient outcome.